Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the alarm on ventilator was out of order. There was no patient was involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.